Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. It was noted that air bubbles were present in the supply line of the cassette. There was nothing unusual noted during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative assisted the patient with ending therapy and the patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clamp function test, clear passage test, and device-device interaction testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.